Manufacturer narrative:
Concomitant products: 3058 interstim urinary mgu ipg implanted: (B)(6) 2019, 3889-28 interstim urinary mgu lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the rv defibrillation coil. In addition, there was visible damage to the insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.